Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain: pelvic') and genital haemorrhage ('general. Abnormal. Bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain: abdominal"), anaemia ("anemia") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy-full, salpingectomy (unilateral)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the anaemia and psychological trauma outcome was unknown. The reporter considered abdominal pain, anaemia, genital haemorrhage, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2014 (summons) and (B)(6) 2004 (pfs). Patient had received treatment for anemia, general. Abnormal. Bleeding and not for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: essure device was successfully occluded. Bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: incident category updated. New events abdominal pain, anemia, general. Abnormal. Bleeding and psych injury added. Outcome for the events pelvic pain, abdominal pain and general. Abnormal. Bleeding updated to recovered / resolved. Patient dob added. Reporter information, product indication, insertion date and removal dates updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain: pelvic') and genital haemorrhage ('general. Abnormal. Bleeding') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, anemia, dysfunctional uterine bleeding and uterine fibroids. Previously administered products included for an unreported indication: norplant. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2003 to (B)(6) 2004. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2004, the patient experienced depression ("depression/psych injury") and anxiety ("mental anguish"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain: abdominal") and anaemia ("anemia"). The patient was treated with surgery (hysterectomy-full, salpingectomy (unilateral) on (B)(6) 2014). At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the anaemia, depression, vaginal haemorrhage, menorrhagia, anxiety, dysmenorrhoea, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2014 (summons) and (B)(6) 2004 (pfs) and discrepancy in removal date: previously reported as (B)(6) 2014 patient had received treatment for anemia, general. Abnormal. Bleeding and not for psych injury. She still has left coil inside that is causing me issues. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: pfs and mr received- new events abnormal bleeding (vaginal), abnormal bleeding(menorrhagia), mental anguish, dysmenorrhea, fatigue and weight gain were added. Psych injury was updated to depression. Reporter information was added. Medical history and concomitant drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain: pelvic') and endometritis ('endometritis') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, anemia, dysfunctional uterine bleeding and uterine fibroids. Previously administered products included for an unreported indication: norplant. Concomitant products included ethinylestradiol; etonogestrel (nuvaring) from (B)(6) 2003 to (B)(6) 2004. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding(menorrhagia)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2004, the patient experienced depression ("depression/psych injury") and anxiety ("mental anguish"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage ("general. Abnormal. Bleeding"), abdominal pain ("pain: abdominal"), anaemia ("anemia") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy-full, salpingectomy (unilateral) and hysterectomy-full, salpingectomy (unilateral) on (B)(6) 2014). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and anaemia had resolved and the endometritis, depression, vaginal haemorrhage, heavy menstrual bleeding, anxiety, dysmenorrhoea, fatigue, weight increased and post procedural complication outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, endometritis, fatigue, genital haemorrhage, heavy menstrual bleeding, pelvic pain, post procedural complication, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2014 (summons) and (B)(6) 2004 (pfs) and discrepancy in removal date: previously reported as (B)(6) 2014. Patient had received treatment for anemia, general. Abnormal. Bleeding and not for psych injury. She still has left coil inside that is causing me issues. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 2-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain: pelvic') and endometritis ('endometritis') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, anemia, dysfunctional uterine bleeding and uterine fibroids. Previously administered products included for an unreported indication: norplant. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2003 to (B)(6) 2004. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding(menorrhagia)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2004, the patient experienced depression ("depression/psych injury") and anxiety ("mental anguish"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage ("general. Abnormal. Bleeding"), abdominal pain ("pain: abdominal"), anaemia ("anemia") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy-full, salpingectomy (unilateral) and hysterectomy-full, salpingectomy (unilateral) on (B)(6) 2014). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and anaemia had resolved and the endometritis, depression, vaginal haemorrhage, heavy menstrual bleeding, anxiety, dysmenorrhoea, fatigue, weight increased and post procedural complication outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, endometritis, fatigue, genital haemorrhage, heavy menstrual bleeding, pelvic pain, post procedural complication, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2014 (summons) and (B)(6) 2004 (pfs) and discrepancy in removal date: previously reported as (B)(6) 2014, (B)(6) 2014. Patient had received treatment for anemia, general. Abnormal. Bleeding and not for psych injury. She still has left coil inside that is causing me issues. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-apr-2021: medical record received. Event endometritis was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain: pelvic') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, anemia, dysfunctional uterine bleeding and uterine fibroids. Previously administered products included for an unreported indication: norplant. Concomitant products included ethinylestradiol; etonogestrel (nuvaring) from on (B)(6) 2003 to on (B)(6) 2004. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2004, the patient experienced depression ("depression / psych injury") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced genital haemorrhage ("general. Abnormal. Bleeding"), abdominal pain ("pain: abdominal"), anaemia ("anemia") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy-full, salpingectomy (unilateral) on (B)(6) 2014). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and anaemia had resolved and the depression, vaginal haemorrhage, menorrhagia, anxiety, dysmenorrhoea, fatigue, weight increased and post procedural complication outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion on (B)(6) 2014 (summons) and on (B)(6) 2004 (pfs) and discrepancy in removal date: previously reported as on (B)(6)2014. Patient had received treatment for anemia, general. Abnormal. Bleeding and not for psych injury. She still has left coil inside that is causing me issues. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.4 kg/sqm. Hysterosalpingogram: on (B)(6) 2014: essure device was successfully occluded. Bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Event added- post procedural complication. Outcome of event anaemia updated as recovered. Event genital haemorrhage updated as non serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.